Manufacturer narrative:
Other relevant device(s) are: sfw kit, 9735736 stealth s8 ent EU-sc, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that they were attempting to boot the system for a case, but were unable to boot. They had a blinking cursor. Technical services (ts) walked the caller through ubuntu recovery to resolve. This was reported outside of a case, no patient present.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. No failure was found. The system passed all tests and no parts required replacement. If information is provided in the future, a supplemental report will be issued.